Manufacturer narrative:
The user reported that they tried cleaning out the unit but did not focus on the socket area of the scope. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image issue while using a video system center. There was no image during a procedure. The procedure was delayed about 15 minutes. The procedure was completed using a different device. There was no patient injury reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a foreign material such as dust was attached to the electric contact point inside the video connector. This caused the electrical contacts of the video connectors to become unstable, which affected the data transmission of the scope and video processors, resulting in the disappearance of the image. The following instructions for the maintenance of the device are given in the instruction manual: "after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed residual organic debris will begin to solidify and it may be difficult to effectively clean the video system center. Always remove debris routinely."